Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the safety mechanism was difficult to engage. There was no report of patient impact. The following information was provided by the initial reporter: one incident also caused the needle to be exposed after insertion of the catheter and during the retraction of the needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-nov-2022. H6: investigation summary our quality engineer inspected the samples, photographs and video submitted for evaluation. Bd received five photos, one video and 10 18gx1.25in insyte autoguard devices from lot number 0009447. It was stated there was an exposed needle however there was not a device returned showing this therefore this could not be investigated. The received video displays a decoupling process where the needle is resistant to move. The photos show samples which appear to be some of the units that were returned. A gross visual inspection of the returned units shows that of the 10 returned units, 1 unit was only a catheter assembly without the needle and the other 9 were units that appeared to have not been used. In addition, 3 q-sytes were returned with the units. Through the functional testing, the 9 units were disengaged in attempt to decouple them from the needle. A grinding noise could be heard, and resistance could be felt during retraction near the washer. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to machine misalignment with the washer. Further testing of the washer displayed little movement within the tip shield which also indicates it was misaligned. This type of defect is more likely to occur during manufacturing. During manufacturing, if the washer is inserted incorrectly due to machine misalignment, it will not float inside the tip shield and the needle will likely grind during decoupling therefore making it difficult to retract. A test of the washer showed little movement within the tip shield, indicating that it was misaligned. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system the safety mechanism was difficult to engage. There was no report of patient impact. The following information was provided by the initial reporter: one incident also caused the needle to be exposed after insertion of the catheter and during the retraction of the needle.